Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had stopped working. There was a plan to replace the lead. No additional information was reported.

Event description:
New information received on 6/18/18 indicated that the patient's lead was explanted and replaced on (B)(6) 2018 due to occlusion. The patient was stable post-procedure.

Event description:
New information noted that after generator change procedure, the left ventricular lead became dislodged. It was suspected that the lead had dislodged during the procedure. A chest x-ray on (B)(6) 2017 confirmed that the lead had dislodged and there was movement of the implantable cardioverter defibrillator. There were suspected complications of both the device and the left ventricular lead. The patient had experienced desynchronization due to the lead dislodgement. The lead and device were explanted and replaced on (B)(6) 2018 for device upgrade. The patient tolerated the procedure well with no complications noted. On (B)(6) 2018 the patient presented for follow-up. A moderate left chest hematoma, with no discomfort was noted. Physician noted that the hematoma would resolve.